Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump for non-malignant pain. It was reported the patient encountered the 8286 empty reservoir code on their personal therapy manager (ptm) on (B)(6) 2019. The patient was due for a refill and the refill was scheduled. The patient was in the office for a refill on the day of the report, (B)(6) 2019. It was confirmed that therapy was not intentionally discontinued. No symptoms were reported. No further complications were reported or anticipated.